Manufacturer narrative:
The patient had a prior admission for right heart failure on (B)(6) 2019 as referenced in MFR# 2916596-2022-01149. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019, the patient was readmitted for renal dysfunction and right heart failure and discharged on (B)(6) 2019. The central venous pressure (cvp) was greater than 18mmhg / peripheral edema. Dialysis treatment was performed. There was no causal correlation with the device. The patient also developed renal dysfunction on (B)(6) 2019 and treated with dialysis for 1 week. The maximum value of creatinine was 4.61 mg/dl.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The hospital was contacted for additional information and will not provide any additional information related to the event. The patient remained ongoing on the heartmate (hm) ii left ventricular assist system (lvas) (B)(6) until the patient passed away on (B)(6) 2020 (refer to MFR#2916596-2020-03580). No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU lists right heart failure and renal dysfunction as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.